Event description:
Pt admitted with non-stemi mi and an intermittent gi bleed, with guaiac positive stool. The pt underwent an urgent endoscopy under general anesthesia as h/h dropped. The endoscopy revealed evidence of an oozing duodenal ulcer. The physician decided to clip the bleeders. When the clip opened, the tip fell off. Another device had to be obtained, the clips were applied and the procedure completed. Although there was no harm to the pt, the device was defective resulting in a delay (inter-procedural with general anesthesia).